Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer declined to provide information regarding alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.